Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was stuck on the catheter wire and would not release, so the doctor had to pull it off the tissue to remove it, causing minor bleeding. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation result- visual analysis of the returned device revealed that the clip assembly was detached and fully deployed. The reported event of "clip failure to release from catheter" could not be confirmed during the product return testing. The risk review confirmed that this event type is documented in the risk documentation and is considered an acceptable risk. The labeling review indicated that the instructions for use (IFU) anticipated adverse events such as minor hemorrhage and tissue damage, and no issues were found with the device's usage or labeling. Based on all available information, the most probable cause was determined to be "no problem detected," and no further escalation is required at this time.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was stuck on the catheter wire and would not release, so the doctor had to pull it off the tissue to remove it, causing minor bleeding. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.